Event description:
It was reported that the right ventricular (rv) lead was "broken." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the partial lead was returned in segments and analyzed. Analysis revealed the proximal conductor was fractured. The defib conductor was distorted and there was an overstress fracture. There was cosmetic environmental stress cracking (esc) on the outer tubing overlay and a non-electrical esc breach, as well as a cosmetic depression of the outer insulation. On visual analysis, it was noted that the interior right ventricular defib cable had an overstress fracture and the exposed coil continuity was complete.